Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: (B)(6), md. Operative report. Preoperative diagnoses: parastomal hernia. Incisional ventral hernia. Left kidney mass. Operation: exploratory laparotomy with extensive lysis of adhesions. Repair of parastomal hernia with 15 x 19 cm gore dualmesh. Left external oblique fascial muscle release. Repair of incisional ventral hernia with 25 x 15 cm physiomesh, onlay. Drains: one 19 blake next to the left kidney. One 19 blake anterior to the physiomesh. One 19 blake posterior to the physiomesh. Complications: none. Indications: the patient is a 71-year-old female patient who had a gastric bypass in the remote past. She also had pelvic radiation and ended up with radiation cystitis. She ultimately had an ileal loop conduit. She now has a large parastomal hernia. She had had this repaired in the past was well as her incisional hernias repaired in the past. She has never had external oblique muscle releases. On her preoperative cat scan, she was noted to have a 3 cm left kidney mass very suspicious for a renal cell carcinoma. This patient now presents for a combined procedure, repair of her parastomal hernia, repair of her incisional recurrent ventral hernia, and partial nephrectomy. Operative technique: ¿after placing patient on the operating table in the supine position, general endotracheal anesthesia was administered. A foley catheter was placed in the ileal conduit. The abdomen was then prepped with betadine and draped in the usual sterile fashion. The previous midline scar was excised. The abdomen was entered through the previous midline incision. There were multiple fascial defects in the midline incision. There was a large parastomal hernia with transverse colon in the parastomal hernia. The transverse colon was reduced. The ileal conduit was preserved. There were multiple small bowel adhesions which were taken down carefully. There were no serosal tears throughout the entire dissection. At this point, attention was turned to the left upper quadrant. The left colon was mobilized towards the midline. The pancreas was mobilized superiorly. An omni retractor was placed. Exposure was made for the nephrologist for the left kidney. At this point, the urologist entered the room and did the partial nephrectomy. See their dictation. After completing the partial nephrectomy, attention was turned back to the hernia repairs. The parastomal hernia was repaired by placing a 15 x 19 cm piece of gore dualmesh as a keyhole type incision. The keyhole was placed laterally. These were secured to the old previous mesh with 0 prolene pop-off sutures. The keyhole was closed with 0 prolene pop-off sutures. Care was taken not to narrow the ostomy. Transfascial sutures were placed to secure the mesh circumferentially. The mesh overlapped the midline by about 2 cm. This will be incorporated into the midline repair. The anterior rectus sheath was closed with several interrupted 0 prolene sutures. Again, care was taken to not narrow the ostomy. It should be noted that the urologist tried to dissect out the ureters for a possible sugarbaker repair. This was not doable due to multiple adhesions. We felt that trying to lateralized the small bowel conduit would be risky. Therefore, we did the previously mentioned repair. The midline fascia could be reapproximated but with some tension. To take off the tension, a left external oblique relaxing incision was made. This was done through a lateral incision. The external oblique was incised under direct vision with cautery. After completing the release this allowed the midline to come together without that much tension. The midline fascia was then reapproximated with running 0 prolene suture. I felt that there was still some tension and because of this an onlay piece of physiomesh was chosen. A 25 x 20 cm piece of physiomesh was chosen. This was trimmed laterally. This was an oval. This was sewn into place with running 0 prolene suture. A 19-french blake drain was placed posterior to the mesh and a 19-french blake drain was placed anterior to the mesh. Prior to closing the abdomen, a 19-french blake drain was placed and positioned next to the left kidney repair. This was brought out through the left lower quadrant and sutured to the skin with 3-0 silk suture. Both the incisions were closed in layers with 0 pds suture for the deep and superficial subcutaneous tissue and staples for the skin. A prevena dressing was applied. The patient tolerated the procedure without complication and was taken back to the recovery room in satisfactory condition.¿ (B)(6) 2015: (B)(6), pa-c. Brief operative note. Surgeon: (B)(6), md. Post-operative diagnosis: parastomal hernia of ileal conduit, ventral incisional hernia. Procedure: repair ventral hernia, repair parastomal hernia, left external oblique component separation partial nephrectomy (left). Specimens: left renal mass frozen, left renal mass deep margin frozen, fat overlying left renal mass permanent sent to pathology. Complications/findings: ¿no complications evident. Extensive lysis of adhesions to facilitate exposure. Left partial nephrectomy with clear margins by urology. Repair of parastomal hernia with key-hole technique underlay and goretex mesh. Primarily fascial closure with left external oblique component separation. Reinforcement with physiomesh 20 x 25 cm onlay cut to size. Llq [left lower quadrant] jp drain along left retroperitoneum. Right midline drain posterior to mesh, left midline drain anterior to mesh. Prevena incisional vac placement. I was requested by the surgeon to assist with this surgery. This procedure was medically necessary for an assistant because the surgeon needed the operative exposure I provided through retraction. This retraction and tension on surrounding soft tissues was necessary to safely perform the operation as it helped the surgeon to create planes for safe dissection. By providing adequate retraction and tension, I provided protection to the surrounding structures in addition to decreasing the risk of bleeding. My assistance decreased intraoperative time and duration of patient¿s anesthesia. I also provided assistance with incision closure and bandaging.¿ (B)(6) 2015: (B)(6). Implant record. Implant name: mesh dual 6x7 5 oval 15x19cm-log328514. Model/cat no: 1dlm04. Area: abdomen. Manufacturer: w l gore & assoc. Lot no: 13192968. Implant name: mesh physio 20x25 oval. Manufacturer: j&j cordis webster. The records confirm a gore® dualmesh® biomaterial (1dlm04/13192968) was implanted during the procedure. (B)(6) 2015: (B)(6), pa-c. Progress notes. Temperature max 100.8 f overnight. Abdomen: mildly distended, appropriately tender. Incisions clean, dry with prevena incisional vac intact, good seal, healing nicely. Jp drains with serosanguinous output. Photograph [appears to be of abdomen, poor quality]. Impression/plan: continue abdominal binder as tolerated. Antibiotics x 48 hours given ileal conduit. Borderline febrile/leukocytosis, probable normal postoperative reaction, monitor. (B)(6) 2015: (B)(6), md. Progress notes. Impression/plan: continue abdominal binder for walking. Leukocytosis workup negative thus far. (B)(6) 2015: (B)(6), pa-c. Progress notes. Small emesis per her report, feeling miserable. Abdomen: slightly firm, tender at incisions, minimal distention. (B)(6) 2015: (B)(6). [Provider ni [not indicated]]. Radiology ¿ CT abdomen/pelvis. Indication: recent partial nephrectomy with urine leak. Findings: postsurgical changes involve stomach. Right lower quadrant ileostomy. Hernia mesh present about the ileostomy site. Impression: interval surgical changes of anterior abdominal wall hernia repair. Tiny amount fat protruding along course of linea alba through abdominal wall suggesting a small residual or recurrent hernia. Circumferential thickening of ascending colon. May be reactive though an infectious or inflammatory colitis cannot be excluded. Interval reduction of large colon containing right lower quadrant peristomal hernia. Tiny focus of air within subcutaneous fat of peristomal region may reflect residual air from recent surgery. (B)(6) 2015: (B)(6), pa-c. Progress notes. Urostomy catheter placed last night to relieve obstruction at fascial level secondary to mesh repair given bilateral hydronephrosis noted on CT. Subsequent improvement. ??/??/??: [missing records: records for the ¿planning CT¿ were not provided.] (B)(6) 2015: (B)(6), pa-c. Discharge summary. Admit date: (B)(6) 2015. Hospital course: admitted for elective repair. Developed large parastomal, multiple incisional hernias associated with obstruction symptoms. Planning CT revealed left kidney mass consistent with renal cell carcinoma. Procedure without complication. Extensive lysis of adhesions. Parastomal hernia repaired with key-hole technique goretex mesh underlay. Cat scan revealed bilateral hydronephrosis, therefore it was anticipated that the parastomal mesh repair and associated inflammation was resulting in retention. On (B)(6) 2015 midline incisional vac removed with good healing results. Mesh drains removed prior to discharge. Discharged home with pta [physical therapist assistant] home health care. Activities: you may resume normal activities at the time you are discharged. Okay to shower over incision, pat dry. Do not soak incisions for 2 weeks. Wear abdominal binder as tolerated. (B)(6) 2015: (B)(6), pa-c. Consultation. Surgery. Indication: abdominal wound drainage. I most recently saw her last week. Wound had one small area of periumbilical eschar, no signs infection. I did believe area was under tension, felt staples should remain. Subsequently developed purulent drainage 3 days ago. Bedside ultrasound: 10 cm wide x 3 cm deep fluid collection. Abdomen: tender over seroma. Periumbilical midline incision erythematous, tender, indurated. Distal 1 cm superficial wound dehiscence with purulent drainage. Impression/plan: seroma-attempted aspiration over right midline periumbilical area, revealed only few cc¿s murky serous fluid. Postoperative wound infection-continue bactrim [antibiotic]. Silvadene twice daily cream to midline wound. Culture. Discharge home. (B)(6) 2015: (B)(6). [Provider ni]. Radiology ¿ us abdomen. Indication: seroma anterior abdomen. Followup partial left nephrectomy. Findings: complex fluid collection consistent with seroma subcutaneous fat of midline ventral abdominal wall. Seroma measures 25 x 10 x 2 cm. Impression: large subcutaneous seroma in midline ventral abdominal wall. 08/04/15: (B)(6), md. Emergency room visit. Wound check. Redness around incision site. States has had issues with wound healing. Abdomen: tenderness to palpation along incision site, more pain, erythema to top part of incision site, around urostomy. Middle portion incision is indurated/hard. 1-2 cm opening mid/lower segment of incision, looks clean. Dr schlaefer talked to patient, suggested pain is most likely from scar tissue. Stable at discharge. Diagnosis: generalized abdominal pain. (B)(6) 2015: (B)(6). [Provider ni]. Radiology ¿ CT abdomen/pelvis. Indication: increased erythema and pain around incision site from prior surgery with some drainage at site. Impression: prior hernia repairs with mesh. Tiny amount residual fluid collection in anterior abdominal wall at site of a much larger collection. Some scarring in anterior abdominal wall. No intraabdominal fluid collection or abscess seen. (B)(6) 2015: (B)(6), pa-c. Consultation. Palpable induration along epigastric midline consistent with scar tissue secondary to mesh repair. Stable granulating midline wound draining serous fluid without purulence. Impression/plan: no fevers, tachycardia, leukocytosis to suggest mesh infection. Anticipate this granulating midline abdominal wound will take months to heal. Okay for discharge. (B)(6) 2015: (B)(6), pa-c. Emergency room visit. Left upper quadrant abdominal pain next to surgical site, beginning 3 days ago. Has diarrhea alternating with constipation at baseline, unchanged. Open tract that has not closed. Abdomen: open tract below urostomy without active drainage. Left middle to upper quadrant area next to midline with ill-defined erythema, tenderness of approximately 4x5 cm. Discharge. Diagnosis: post-operative pain, intra-abdominal fluid collection. (B)(6) 2015: (B)(6). [Provider ni]. Radiology ¿ CT abdomen/pelvis. Indication: parastomal hernia, ventral hernia repair with partial left nephrectomy. Postoperative seroma. Renal cell carcinoma. Impression: prior hernia repair with mesh anteriorly. Fluid collection in anterior abdominal wall to left of mesh. Present previously, has slightly increased in size from prior exam. No intraabdominal fluid collection or abscess seen. Diverticulitis. (B)(6) 2015: (B)(6), md. Progress notes. Increasing abdominal pain. Abdomen: stable open midline sinus tract, probed with q-tip about 2 cm. Suspect suture reaction. Could have smoldering mesh infection. Recommend another course of antibiotics. (B)(6) 2016: (B)(6), pa-c. Emergency room visit. Infected mesh to have operative replacement early april. Diarrhea 4 days, fevers at home, intermittent abdominal pain. Of note, has sinus tract through ventral hernia repair, for past several months. Abdomen: sinus tract visualized over ventral hernia repair, approximately 0.5 cm with some surrounding erythema. Will schedule appointment with pcp. Stable at discharge. (B)(6) 2016: (B)(6). Microbiology. Urine culture. Final: escherichia coli. (B)(6) 2016: regions hospital. James g. Schlaefer, md. Operative report. Preoperative diagnosis: infected abdominal wall mesh. Postoperative diagnosis: infected abdominal wall mesh. Operation: removal of infected abdominal wall mesh. Reposition of ileal loop conduit from the right side to the left side of the abdomen. Right transversus abdominis myofascial muscle release. Repair of incisional ventral hernia with 10 x 12 inch phasix retrorectus mesh. First assistant: kristen j. Lindvall, pa-c. A qualified surgery resident was not available. An assistant was needed for adequate tissue exposure and retraction. Drains: two 19 blake. Complications: none. Indications: the patient is a 72-year-old female patient with infected mesh after repair of a parastomal hernia and repair of recurrent ventral hernia. The patient has been chronically draining a sinus tract from her midline wound for the past year. She now presents for removal of the mesh and then closure of the abdomen. Operative technique: ¿after placing patient on the operating table in the supine position, general endotracheal anesthesia was administered. The abdomen was prepped with betadine and draped in the usual sterile fashion. An elliptical incision was made around the draining sinus tract. The midline scar was excised. The dissection was carried down to the midline fascia where there was old mesh encountered. The mesh that was infected was the gore dualmesh. The physio mesh was well-incorporated into the surrounding tissues without evidence of infection. A previously placed mesh located near the conduit appeared to have eroded into the conduit. This mesh, the gore-dual mesh and most of the physiomesh were removed. There was an obvious biofilm associated with the gore-dual mesh. This was cultured. The mesh was then removed. During the dissection to remove the mesh, it was noted that some of her other mesh, which had been used prior to this, had eroded into the ileal conduit. A decision was then made to re-site the ileal conduit from the right side to the left side. All of her old mesh was removed. An elliptical incision was made around the conduit. Dissection was carried down around the conduit. The conduit was delivered into the abdominal incision. A portion where the mesh had eroded into the conduit at the fascial line was resected. The distal conduit was sent to pathology for examination. Both the right and left ureters were identified and protected at their insertion site into the conduit. The blood supply to the conduit was protected throughout the dissection. Multiple adhesions were taken down throughout the entire case. After completely mobilizing the entire abdomen, attention was then turned to getting the abdomen closed. To do this we elected to do a right transversus abdominis muscle release. This was started superiorly after developing the right retrorectus space completely. The transversus abdominis muscle was cut under direct vision superiorly and carried laterally, protecting the nerves to the rectus muscle. After completing the transversus abdominis muscle release on the right side, attention was turned to the left side. The retrorectus space was fully developed on the left side. Prior to re-siting the ileostomy, the spy was used to assess the viability of the conduit. 3 ml of icg was given. The conduit was then visualized with the camera. The conduit appeared to be viable with questionable area involving the distal 2 cm. This is going to be resected and then restudied with the spy later. The ileal conduit was then re-sited to the left side of the abdomen. A circular incision was made using cautery. Incision was deepened. A cruciate incision was made lateral to the rectus sheath. The ileal conduit was then brought out through the new ostomy site. Exparel was diluted with 100cc ns [normal saline] and injected directly around each of the intercostal nerves as they entered both rectus abdominus muscles. A total of about 75cc was used. At this point the abdomen was irrigated with 4 liters of normal saline. We regloved. The posterior rectus sheath was then closed using a combination of running 0 pds and figure-of-8 0 pds sutures. The phasix mesh was then chosen for the repair. This was fashioned to the appropriate oval dimensions. The mesh was secured with transfascial sutures using the reverdin needle. A total of about 8 sutures were used circumferentially. Inferiorly, the mesh was secured to the pubic tubercle fascia with 0 prolene pop-off sutures. A 19 round blake drain was placed posterior to the mesh, brought out through the left suprapubic area and secured to the skin with 2-0 silk suture. The transfascial sutures were then tied. The area was irrigated with normal saline. A 19 round blake drain was brought out through the right suprapubic area and positioned anterior to the mesh. This was secured to the skin with 2-0 silk suture. The anterior fascia was then closed with a combination of running 0 pds and figure-of-8 0 pds sutures. The spy technology was then used again. The conduit appeared viable from the mucosa side and the serosal side. We then finished closing the abdomen. The subcutaneous tissue was reapproximated with running 0 vicryl suture. Wicks were used between staples for the old ostomy site. Staples were used for the skin. The ostomy was matured with interrupted 3-0 vicryl sutures. Prior to closing a 16-french foley catheter was positioned in the ileal conduit. A prevena dressing was applied. The sponge and needle counts were correct. The patient tolerated the procedure and was taken to the ICU in satisfactory condition. I had the urologist, dr. Leukawsawyz, come into the or and look at the conduit before we re-sited it.¿ (B)(6) 2016: (B)(6), pa-c. Brief operative note. Surgeon: (B)(6), md. Pre-operative diagnosis: infected hernioplasty mesh, subsequent encounter. Post-operative diagnosis: infected hernioplasty mesh, subsequent encounter. Procedures: repair ventral hernia, remove infected mesh. Reposition of ileal conduit, right transversus abdominus release. Specimens: abdominal scar, permanent sent to pathology. Abdominal wound #1, culture anaerobic, aerobic sent to micro. Abdominal wound #2, culture anaerobic, aerobic sent to micro. Abdominal wound #3, culture anaerobic, aerobic sent to micro. Infected abdominal mesh, gross only, sent to pathology. Ileal conduit, permanent, sent to pathology. Rlq [right lower quadrant] ileal conduit, midline sinus tract of infected mesh [photograph x 2]. Complications/findings: ¿no complications evident. Purulent and non-incorporated infected previous ptfe underlay around parastomal hernia repair. Old mesh explanted. Right transversus abdominus release. Reposition of ileal conduit given extensive surrounding infected mesh and entry in conduit. Urology consultation and spy icg visualization of stoma vascularity. Rectrorectus phasix mesh. Llq [left lower quadrant] drain posterior to mesh, rlq [right lower quadrant] drain anterior to mesh, wics to previous urostomy site, prevena incisional vac dressing. I was requested by the surgeon to assist with this surgery. This procedure was medically necessary for an assistant because the surgeon needed the operative exposure I provided through retraction. This retraction and tension on surrounding soft tissues was necessary to safely perform the operation as it helped the surgeon to create planes for safe dissection. By providing adequate retraction and tension, I provided protection to the surrounding structures in addition to decreasing the risk of bleeding. My assistance decreased intraoperative time and duration of patient¿s anesthesia. I also provided assistance with incision closure and bandaging.¿ (B)(6) 2016: (B)(6). Implant record. Mesh phasix 10x12. Manufacturer: c. R. Bard. (B)(6) 2016: [missing records: a pathology report detailing analysis of the device removed during the 04/12/16 procedure was not provided.] (B)(6) 2016: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2016 procedure was not provided.] (B)(6) 2016: (B)(6) , md. Consultation. In talking with pa, case was long and complex. Much purulent material around mesh. Some concern for integrity of ileal conduit so positioning changed. Gi: wound vac dressing in place. Site appears clean, dry, intact. 2 jp drains with bloody discharge noted. Ileal conduit draining pink colored urine. Wound cultures in process. (B)(6) 2016: (B)(6) , md; (B)(6) , md. Discharge summary. Admit date: (B)(6) 2016. Hospital course: elected to proceed with surgical intervention. Procedure without complication. Drains placed along mesh repair, prevena incisional wound vac utilized. Postoperative course prolonged but uncomplicated. Plan 18 month antibiotic therapy until phasix mesh reabsorbs. Did have issues with tachycardia, presumed secondary to shock response at this gross contamination of infected mesh. Total parenteral nutrition was initiated, discontinued after 1 day. Discharged home in good condition 04/24/16. Diagnosis: infected hernioplasty mesh. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2015 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh, abdominal pain, mesh removal. Additional event specific information was not provided.